Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion. The right ventricular lead exhibited high capture threshold and low r-wave amplitudes. The lead and the device were both explanted. There were no patient consequences.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharge of battery were not confirmed. The device was received with normal output and telemetry communication. Analysis of the device image indicated the device was operating at elective-replacement level and was implanted beyond its projected longevity. The device reached elective replacement levels due to the expected reduction in battery capacity associated with prolonged implant duration and increase in output demands. Device was implanted for 8.2 years which exceeded its projected longevity and is consistent with expected service life. Electrical and mechanical evaluations identified no functional abnormalities.